Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture

Event description:
Consumer reported that prior to removal of a tampon from her vaginal cavity, she noticed the string was detached from the pledget. She manually removed the pledget from her vaginal cavity. To ensure there was nothing remaining, she did seek medical attention which confirmed no additional pieces remained. She did not report any adverse health effects.